Manufacturer narrative:
Litter support bracket.

Event description:
It was reported by service report that the litter support bracket for the right trend assembly was broken. The customer could not determine whether there was pt involvement or adverse consequences occurred.